Event description:
Customer reported sys output was tracking high. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and adjusted the tracking. System operates as intended. (B) (4).